Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected field: b1(adverse event/product problem) corrected to adverse event only, no problem detected. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. The lead tip/helix appeared undamaged. The lead passed electrical and stylet insertion testing. Laboratory analysis was unable to confirm the reported allegations of electrical malfunctions, dislodgement and surgery. The lead had normal resistance measurements and no evidence of fracture, laboratory observations were insufficient to verify dislodgement and no issue was noted on the lead which would have led to be explanted (surgery).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement, high pacing thresholds measurements and low amplitude/poor morphology. This lead was repositioned having good capture thresholds and sensing on analyzer, but at being connected to the pacemaker, the thresholds measurements increased and the r waves decreased from analyzer numbers. A lead issue was suspected and the lead was then explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement, high pacing thresholds measurements and low amplitude/poor morphology. This lead was repositioned having good capture thresholds and sensing on analyzer, but at being connected to the pacemaker, the thresholds measurements increased and the r waves decreased from analyzer numbers. A lead issue was suspected and the lead was then explanted and returned. No additional adverse patient effects were reported.